Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be determined. One 24ga nexiva unit was received in an open unit package from lot #2249346. A functional test revealed a leak in the tubing and a microscopic examination of the leak site revealed a v-shaped breach in the tubing, which was consistent with needle puncture damage. The needle had been removed from the catheter and was not provided for investigation. As the device has been opened and separated from the needle, it is likely that the damage occurred during use; however, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero catheter had a hole. The following information was provided by the initial reporter: after inserting the catheter of the intravenous (IV) into the vein of a 36-day-old patient, there was visible flashback. The grey safety lock was retracted, and it was noted that there was a hole in the side of the cannula at the insertion site. Blood was found to be leaking from the hole. The IV system was removed, and another IV attempt was required. Patient injury: no.